Event description:
Consumer complained of high blood glucose results. Expected fasting blood glucose test result range is 91 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes/ comparing blood glucose test results from true2go meter to doctor's meter on (B)(6) 2015; instructed by doctor that meter reads too high after receiving test result of 89 mg/dl with doctor's meter. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 01/20/2018 and open vial date is (B)(6) /2015. Recall test results performed fasting from meter memory: 1:136 mg/dl (B)(6) 2015 03:00pm, 2:149 mg/dl (B)(6) 2015 03:00pm, 3:163 mg/dl (B)(6) 2015 07:30 am, 4:143 mg/dl (B)(6) 2015 03:05pm, 5:176 mg/dl (B)(6) 2015 03:00pm.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Product codes updated. Correction of 510(k):(B)(4).

Event description:
Consumer complained of high blood glucose results. Expected fasting blood glucose test result range is 91 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Comparing blood glucose test results from true2go meter to doctor's meter on (B)(6) 2015; instructed by doctor that meter reads too high after receiving test result of 89 mg/dl with doctor's meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:136mg/dl (B)(6) 2015 03:00pm; 2:149mg/dl (B)(6) 2015 03:00pm; 3:163mg/dl (B)(6) 2015 07:30am; 4:143mg/dl (B)(6) 2015 03:05pm; 5:176mg/dl (B)(6) 2015 03:00pm; adverse event not reported.